Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received unexpected restart alarm, external ram crc error, and spanish software alarms. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No signal too low or unexpected restart alarms noted. All operating currents are within specification. Device was downloaded properly to carelink. However, several history check failed alarms were found at the alarm history file. History check failed alarms due to corrupted history file. Device received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.